Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026. The leakage occurred in the tubing. Off symptoms were present for two to four hours per day and included freezing, rigidity, bradykinesia, toe cramping, worsened speech, loss of concentration, and depressive or negative thoughts, while dyskinesias occurred for zero to two hours per day. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.